Event description:
Device issue: none. Adverse event (ae): restenosis, death. Time of ae: post procedure. It was reported that on (B)(6)2010, diagnostic angiography revealed mild, nonobstructive restenosis within the 2.5 x 18 mm xience v stent that was implanted in the proximal circumflex artery on (B)(6)2008. The stent was patent and no treatment was done. Also found was aggressive in-stent restenosis (stent unk) in the ostial/proximal right coronary artery. Treatment for this lesion was planned for a later time. A high grade lesion was seen in the left anterior descending artery (lad) and a non-abbott stent was implanted in the lad on (B)(6)2010. On (B)(6)2010, an xact stent was implanted in the left internal carotid artery. During the carotid procedure, the patient had mild hypotension and bradycardia responsive to atropine and neosynephrine. The patient was discharged to home on (B)(6)2010. At the time of discharge hypotension persisted and 2 concomitant antihypertensive meds were held. On (B)(6)2010, the patient was hospitalized with st elevation myocardial infarction treated with tpa. The patient developed symptomatic bradycardia and decompensated into cardiac arrest and vomited brown emesis. Acls was performed for 60 minutes, including intubation, pacemaker insertion, and blood transfusions for cardiogenic and hemorrhagic shock. CPR was discontinued and the patient expired, on (B)(6)2010. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported bradycardia (arrhythmia), hypotension, myocardial infarction and death are known adverse events listed in the xience v instructions for use. In this case the patient effects were treated with additional therapy/non surgical treatment, medication and hospitalization. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, or design. The xact (part 82091-01, lot 9111151), indicated is being filed under a separate MFR #.